Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (cts). Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 184 mg/dl.